Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was not confirmed. Visual inspection of the set noted no damages or any anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the patient began to wake while receiving sedation with propofol and fentanyl. The propofol was noted to be leaking at an unspecified connection.